Event description:
On (B)(6) 2007 a (B)(6) old male was implanted with his third penile implant, an inflatable penile prosthesis. On (B)(6) 2009 pt said he is having "inflation issues". A revision surgery has not been determined at this time.

Manufacturer narrative:
(B)(4).